Manufacturer narrative:
Corrections: added today's date of the follow-up correction report. Corrected manufacturer narrative. Source: phone.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported false positive sars result for 1 asymptomatic consumer testing for screening purposes. The consumer communicated the result was confirmed by another rapid antigen assay. A lot number was provided but it is unknown if the lot was used for all quickvue testing. An additional consumer event was also communicated which is captured on a separate report.